Event description:
Report received of particulate located inside the tubing set. The pt was admitted for a routine stress test. During the test, pt rhythm changed into a supraventricular tachycardia. It was reported that when the nurse went to inject an unspecified dose of verapamil into the stopper port on the extension set, it was noted that there was "a rubber" particulate approx 1/4 inch below the port. The stopper port was never accessed, and the set was immediatedly replaced wit a new set. The verapamil was then injected into the new set. After an unspecified amount of time, the pt spontaneously converted to a sinus rhythm, and there were no adverse pt effects. The customer reported that there was "a short" delay in therapy that "didn't hurt the pt". It was reported that, "the pt was fine with no consequences, they were sent home after the test with no problems". The particulate was described as the same color as the stopper port, with two curved pieces, which are approx 2mm and 3mm in length, and connected by a strand. The particulate reportedly "would be small enough to pass to the pt if the set were flushed or medication injected". Though requested, no further info was available.